Manufacturer narrative:
Catheter was discarded by the customer and will not be returned for evaluation. Bwi concomitant product: stockert system us cat num s7001, (B)(4). Other concomitant product: navx 3d mapping. (B)(4).

Event description:
It was reported that during a vt idiopathic procedure, the catheter became entrapped/wrapped in the chordae tendon. The event was noticed when the physician was trying to retract the catheter. The physician pulled out the catheter abruptly from the patient to remove the catheter. The procedure was cancelled due to severe tricuspid regurgitation when transthoracic echo was performed. It was unclear whether the regurgitation was due to chordae tear or some other damage to the tricuspid apparatus. The physician cut up the catheter after removing from the patient "to see how it easy it would be to cut" and it was subsequently discarded and will not be returned for evaluation. Patient was admitted for overnight observation and was released the following day. Patient had an open heart surgery on (B)(6) 2011. Patient's prognosis is satisfactory. Patient is still in the hospital as of (B)(6) 2011. Bwi field service engineer contacted the customer for service and testing appointment regarding the stockert system. Customer declined service and stated that bwi products were not at fault for the patient's injury.